Manufacturer narrative:
One of the jaws on the distal end of grasper insert has broken off. Although we cannot confirm, damage is most likely due to stress overload from handling or retracting heavy tissue; the instrument is designed to grasp soft tissue only. Note: the hospital was unable to provide me with patient details.

Event description:
Allegedly, it was reported that a jaw broke off during a procedure and fell into patient; piece was retrieved and procedure completed with no injury to the patient.

Manufacturer narrative:
One of the jaws on the distal end of grasper insert has broken off. Although we cannot confirm, damage is most likely due to stress overload from handling or retracting heavy tissue; the instrument is designed to grasp soft tissue only.

Event description:
Allegedly, it was reported that the doctor was performing a da vinci colon resection when he felt the instrument break. He removed the instrument and found that one of the jaws had broken off into patient. Surgeon tried to remove jaw, but was unable to do so. The piece was located via x-ray and retrieved from the patient via laparoscopy. The delay did not impact the patient and the hospital states procedure was completed with no injury to the patient. Hospital states patient condition post-op was stable.